Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no observations related to the customer complaint. Functional testing was performed and resulting in no failures related to the customer complaint. The reported complaint cannot be confirmed. A root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver displayed a failed transmitter error. No additional event or patient information is available.